Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. From the shape and appearance of the foreign matter, it is likely to be generated from rubber material products (packing for air and water supply buttons and tubes used for cleaning), but it has not been determined as it has a wide range of origins. It is likely that part of the product peeled off due to aging deterioration of accessories used for reprocessing and entered the air and water supply pipes, leading to nozzle clogging. The inspection method for this phenomenon is described as follows in the instruction manual (operation section) "3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of the entire endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button (for general-purpose upper gastrointestinal videoscopes other than gif-n260)] 1. Check that water flows over the entire endoscopic image when the spray button is pushed all the way (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image. 3. When you release your finger from the spray button, visually check that the water stops flowing on the endoscope screen and the button returns smoothly to its original position. 4. Cover the spray button hole with your finger to release air. Make sure that this air removes most of the residual water on the objective lens surface and that the endoscopic image becomes clear." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material exiting from the nozzle. Aspiration problem or air/water flow issues from the air/water flow system was found. ,air or water flow was weak or ineffective ,defects of adhesive, chipping / dropping / peeling of adhesive on the bending section, deterioration/damage of adhesive (due to chemical/physical stress)bending manipulation and insertion tube defects were found, angulation malfunction. Bending was problematic, the angle wires were stretched. There were irregularities on the adhesive of the bending section rubber. Discoloration/whitishness/corrosion or chemical damage on insertion tube, the insertion tube becomes deteriorated due to the cleaning, disinfection and sterilization method (handling issue). Defects of shape or structure, collapse/buckling/depression/scratch/ cut/deformation of the insertion tube-may decrease functionality (it does not involve metal exposure),part of the insertion tube is caught and pinched-the insertion tube becomes deformed (handling issue). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water flow issues. Inspection and testing of the returned device found foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.